Event description:
Per the clinic, the implant magnet was electively explanted on (B)(6) 2026 under general anesthesia in order to upgrade to an osia system. Subsequently, the patient was reimplanted with another cochlear device during the same surgery.